Manufacturer narrative:
(B)(4). Insulin pump received with a constant insulin pump error 130 alarm due to an unlocked electrical board connector. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to the constant insulin pump error alarm. The insulin pump was received with broken reservoir tube lip, missing retainer and missing reservoir tube o ring. Insulin pump p cap test reservoir does not lock in place properly

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated the insulin pump had issue with the motor. Alarm was able to clear and able to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis